Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/04/2019. Evaluation: an opened box with thirty-one unopened samples of product code pdp2017, lot # mg6520 were returned for analysis. The issue sample was not received for evaluation. During the inspection of thirteen unopened samples, no defects were found on the packages. The samples were opened and the swage and attachment area were as expected. The sutures were examined along the strand and no defects or needle pull were noted. Functional test was performed on the samples and the pull force met the requirements. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no suture needle pull off was noted and the tested samples met the finished goods requirements.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what is the number of sutures that detached from the needle? Mg6520. Did the events occur in one or multiple patient procedures? Multiple, but hospital only mentioned the latest. They cannot give more info about previous events. If these events occurred in multiple patient procedures please provide the following information: have any of these events been previously reported to ethicon? If so, please provide the respective reference number(s). No, only a new complaint had been registered afterwards: (B)(4). Procedure name and date. Unk. What are the product code(s) and lot number(s) of the sutures? Always pdp2017h, mg6520. Quantity involved per procedure. Unk. Was there any adverse patient consequence or subsequent intervention? Nothing mentioned. The single complaint was reported with multiple events. There are no additional details regarding the additional events.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2018 and suture was used. The needle detached from the suture. Happened after the first passage or after a few passages. There were no adverse patient consequences reported. Additional information was requested.